Event description:
It was reported that the dso seal blister/delaminated. This occurred during testing.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. A visual inspection found a blistering dso seal. The customer reported problem was confirmed. The cause is the dso seal. The dso seal was replaced. The device passed all functional testing. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.